Event description:
A hospital in (B)(6) reported that the water level in an mr290 vented autofeed humidification chamber exceeded the maximum fill line during use on a patient. Once the chamber was replaced no further issues were observed. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 humidification chamber was returned to fisher & paykel healthcare in (B)(4) for evaluation and was visually inspected for dents. The chamber was also performance tested for overfilling by connection with a waterfeed bag and allowing the water to flow into the chamber. Results: no visable damage was observed to the returned chamber. When connected to a waterfeed bag, the chamber stopped filling 1 mm below the maximum fill line. The float was operating correctly and the chamber was within specification. A lot check revealed no other complaints of this nature for lot number 111209. Conclusion: overfilling is caused by both the primary and secondary float mechanisms in the mr290 chamber being disabled. Impact damage can lead to misalignment and subsequent jamming of the valve float mechanism allowing water to fill the chamber unimpeded and preventing float operation. The mr290 user instructions includes a warning not to use the chamber if it has been dropped. Following production, the float mechanism of every mr290 chamber is performance tested and those that fail the test are rejected. Our user instructions that accompany the mr290 chamber indicate in pictorial form the maximum fill line and advise the user to replace the chamber should the water level exceed the maximum fill line. (B)(4).